Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the unit presented problems with the software upgrade. Per service manual operational and diagnostic, the reported failure was confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. During evaluation, the unit presented deficiencies to perform impairing function. External physical damage was found on the unit, probably associated to dropping. The cpu board and internal pneumatic system were defective and repaired. The air connector, valve and holder for compressed air reservoir were replaced. The repair and testing of the unit was completed, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure was thus identified as facility related issues. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via mail that during an unknown procedure the fms vue pump had problems with the upgrade. No patient consequence and no surgical delay was reported. No additional information was reported.